Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, yellow pd effluent, abdominal pain and vomiting. The cause of peritonitis was unknown. The patient was hospitalized one day prior of the peritonitis. The same day as peritonitis diagnosis, patient was treated with injection ceftazidime (1gm, once daily, intraperitoneal, discontinued after 3 days) and injection vancomycin (1gm, every 5th days, intraperitoneal, discontinued after 3 days). The day after the antibiotics were discontinued, the patient was restarted on ceftazidime (1gm, once daily, intravenous, ongoing) and injection vancomycin (1gm, every 5 days, intravenous, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and had not recovered from peritonitis. It was reported that four days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis (ongoing). No additional information is available

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.